Event description:
Stent was used to direct stent (contrary to IFU) a svg graft ostium 90% stenosis, which had mild calcification. As an indentation remained after deployment, the stent delivery system (sds) was used for post-dilatation. The pressure was increased to 16 atm, and the balloon ruptured. The rupture was at the proximal edge of the stent and the stent edge was projected from the graft into aorta. (The stent was intended to be placed inside the graft, but proximal edge of the stent was actually in the aorta).